Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1700077 investigations did not show issues related to the complaint. The device has not been returned at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that right after inserting an applier into abdominal cavity of a patient, the doctor noticed that the applier was loaded with only one side of a clip under a laparoscope. Then, the doctor found a broken piece on the other side of the clip had fallen in the patient and it was removed. As a result, a new unit was used to successfully complete the procedure. No clip remained in the patient's body, and there was no health injury reported.

Event description:
It was reported that right after inserting an applier into abdominal cavity of a patient, the doctor noticed that the applier was loaded with only one side of a clip under a laparoscope. Then, the doctor found a broken piece on the other side of the clip had fallen in the patient and it was removed. As a result, a new unit was used to successfully complete the procedure. No clip remained in the patient's body, and there was no health injury reported.

Manufacturer narrative:
(B)(4). The customer returned 1 loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. No cartridge was returned. The lid stock, however, was returned. The loose clip was returned broken in half at the hinge. The damage observed to the clip is consistent with hyperextending the clip, improper loading of the clip and/or using a damaged applier. The clip applier was not returned. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clip broke" was confirmed based upon the sample received. The clip cartridge was not returned, but the lid stock was along with one loose clip. The loose clip was broken in half at the hinge. The damage observed is consistent with hyperextending the clip, improper loading of the clip and/or using a damaged applier. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.